Event description:
It was reported that the patient experienced recurring incontinence and had the ams 800 artificial urinary sphincter (aus) cuff, pump, and balloon removed. The patients' condition was noted as worsening stress incontinence. Further information was requested and not yet received. The ams800 device was visually inspected and functionally tested. No leak was found. The balloon and control pump were not functionally tested due to contamination. The occlusive cuff performed within specifications. The product record review revealed no additional information related to the complaint. Therefore, product analysis could not confirm a product failure. No escalation to ncep, CAPA, or scar is required.